Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a very loud motor. No further details were provided. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor noise or motor error alarm noted during our testing. The drive motor was inspected and no drive motor anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power error alarm or low battery error alarm noted. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.